Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs stat results for two patient samples. Patient 1 initial result was 25 ng/ml and the repeat result was 6 ng/ml. Patient 2, on (B)(6) 2017 the initial result was 13 ng/ml and the repeat result was <5 ng/ml. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the data provided, a general instrument or reagent issue could be excluded.